Event description:
As reported by the user facility ((B)(4)): the hosp reported that the plastic cannula did not slide on the needle and it shriveled. The device was replaced with another one.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A f/u report will be provided when the inspection results become available. (B)(4).

Manufacturer narrative:
(B)(4). We received one used and contaminated introcan - w certo,22g,1", 0,9x25mm in open package. The received sample was taken to a visual examination. Approximately 4 mm from the capillary tip, the capillary is still penetrated by the cannula. According to this damage, this vent is attributed to an application problem (application fault; direction for use). The observed failure mode is consistent with tests which have been conducted whereby the cannula pierces the capillary tubing due to withdrawing and pushing forward again. We classify this complaint as not justified. We have informed our manufacturer accordingly. Reviewed the device history record and there were no defect encountered during in-process and final control inspection. Process cards also show no abnormalities.